Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative. The patient was receiving 2mg/ml morphine at 0.1mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient presented to the doctor's office with an unhealed wound that was discharging pus. The system was explanted and the patient was placed on antibiotics. The system will be re-implanted when the patient is clear of infection. The issue was resolved at the time of the report and the patient's status was noted as "alive-no injury." No further complications were reported.